Event description:
Reporter indicated that a drainage shunt had been placed in a vns pt due to a possible infection around the device. Culture results are pending. Further follow-up revealed that both the lead and generator were explanted due to infection.